Event description:
The hcp reported that, the pump was explanted due to infection of the pump pocket. The pt did not have meningitis. The pt was experiencing erythema, incisional wound opening and drainage. The primary location of the infection was the device pocket. The pt was given antibiotics. The device was removed and the pt was discharged home on antibiotics. The pt suffers from a mild brain injury and "played with pump incision (constant)". The infection resolved.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.